Manufacturer narrative:
The insulin pump was received with blank display during boot up due to moisture damage on all electronic assemblies. The device was unable to perform the self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, priming test, occlusion test, excessive no delivery test and operating currents measurement due to blank display. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer changed out the battery on the insulin pump 4 times, the display screen would count up and then give a blank display. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.